Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with multiple insulin pump error. The blood glucose 7.4 mmol/l at the time of the incident. Customer stated that, the alarm cleared with escape and act button. Assisted customer in performing a self-test which was passed. Customer advised to discontinue the insulin pump. The alarms were occured again after inserting fully charged battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, selftest, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error alarm and no watchdog timeout alarm during test. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.